Event description:
Customer reported that two erroneous accutni (troponin I) results were generated by the access 2 immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse replaced the peri-pump tubing. Accutni calibration passed with within specifications. The fse verified the repair per established procedures. Results met published performance specifications. Although parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of two (2) medwatch reports being submitted as the customer reported that two pt results were affected. Reference the below MDR numbers for associated report: 2122870-2011-05952. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.